Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported unresponsive touchscreen. The agent troubleshooted with the customer. The agent advised checking/removing screen protector, as this can interfere with ilet pump screen function. Blood glucose not affected. No symptoms experienced during event and no medical intervention required.